Manufacturer narrative:
Received one (1) used list#: d1000, tego¿ connector, appx 0.05 ml; lot#: 14192702. The membrane was observed to be torn on the tego. The reported complaint of a torn seal could be confirmed. The returned sample was observed to have a torn seal. The probable cause tego connector was found to be ruptured is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector. It was reported that while using the valve to perform a blood draw by connecting a sterile vacutainer, it was impossible to obtain a blood return. Upon inspecting the valve, we noticed that the transparent plastic/silicone was detached and protruding. The valve was no longer fully occlusive. One device involved, defects were observed with the device, the defect was not observed before device use, the disinfectant used was ethyl alcohol 70%, no other product was used in the circuit because it was during the valve replacement. The valve was replaced without any further incident, the dialysis procedure was hemodialysis (hd), the location of the incident was on the valve and on the thread. The patient was connected to the device at the time of the incident, the patient does not suffer from a bloodborne disease, the patient was not harmed, there was no blood loss, no adverse event, the patient was stable, there was no delay in critical therapy, medical treatment was not necessary following this incident.